Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the 4-40 stud broke on the handpiece after the generator displayed an instrument error code. The handpiece was replaced and the case was completed with no pt consequence occurred.